Event description:
It was reported that during a stenting treatment procedure a balloon ruptured. The target lesion was located in a straight stretch of the narrowing common iliac artery. An 8.0x40x75cm express¿ ld vascular stent was implanted. The balloon of the stent delivery system (sds) ruptured during dilation, but the procedure was completed with the device. The sds could only be removed with the super sheath. No patient complications were reported and patients' condition is stable. This product is only ous approved but it is similar to an approved us device.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Event description:
It was reported that during a stenting treatment procedure a balloon ruptured. The target lesion was located in a straight stretch of the narrowing common iliac artery. An 8.0x40x75cm express ld vascular stent was implanted. The balloon of the stent delivery system (sds) ruptured during dilation, but the procedure was completed with the device. The sds could only be removed with the super sheath. No patient complications were reported and patients' condition is stable. This product is only ous approved but it is similar to an approved us device

Manufacturer narrative:
Device evaluated by MFR.: the device was received in two sections as a result of a break in the shaft at the lapweld site. The distal section of the shaft break including the balloon was positioned inside the sheath. The distal end of the balloon and tip was protruding out from the distal end of the sheath. As a result of the break in the shaft, it was not possible to test the balloon for leaks. A microscopic examination of the balloon material could not identify any tears or holes in the balloon. An examination of the break site found that the shaft was stretched consistent with excessive tensile force having been applied to the shaft. Further examinations of the sheath found that the sheath was deformed consistent with attempts made to pull the balloon through the sheath. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors (B)(4).